Manufacturer narrative:
Vyaire medical file identification: (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, a vyaire tech support confirmed that the 316 alarm messages were related a problem with the blower. The customer was recommended to replace the filters once a month to prevent the issue from reoccurring. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Part replacement.

Event description:
It was reported to vyaire that the bellavista 1000 ventilator gives technical 316 and 401 failures. No patient involvement

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h11 results of investigation: user fault. Blower overheating due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of blower unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.